Event description:
A flipped and loose pump event was reported. It was stated that the pump had come "loose and flipped four times in one year". Patient wears a "binder but it does not help".

Manufacturer narrative:
(B)(4).